Event description:
Support bar between front legs and coupling of leg support to front leg of pvc shower chair broke resulting in resident fall. Pt received a hematoma to the head. No other side effects noted.